Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported aberrometer miscalculation of intraocular lens during a cataract procedure. Intraocular lens was explanted a week later due to unexpected outcome of anisometropia.

Manufacturer narrative:
Based on the information provided, the patient¿s anisometropia likely attributed to the reported event, unrelated to device functionality. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).